Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose reading of 62 mg/dl while using the ilet bionic pancreas, received device low alerts, ingested oral glucose tablets, and later confirmed the episode via follow-up, with education and troubleshooting provided including a recommendation to verify with a fingerstick. Symptoms included no loss of consciousness, no dizziness, and no other acute effects. Outcomes included self-treatment with oral glucose and no need for medical assistance or hospitalization. Investigation included review of the event details, user report, and standard troubleshooting and education. Investigation of this case revealed no device malfunction reported or confirmed, and the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.